Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue ip custom room rack. The technician found that avc-x component required a reboot and the hdmi required a replacement. The technician rebooted the avc-x component, replaced the hdmi component, and adjusted the monitors. The technician tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that a computer connected to their hexavue ip custom room rack was frozen and the monitors were showing a black display. No report of injury.